Event description:
Rptr has not been relieved of pain since surgery. She has had numbness in both legs, so severe she fell to the floor and couldn't get up for an hour. She wets herself on occasion, not even having the sensation to urinate. Her back (right side mostly) stays sore to touch. She has lots of pain, and constant backaches. She hurts for two days after sex. She does not feel any better since surgery, may be even worse. She requested a tens unit to help with pain so she can work an 8-hr day. She takes lodine and amitriptyline for inflammation and pain. She cannot stop smoking. When she is hurting she "pulls" cigarettes. Dr did myelogram in 12/94 and feels he needs to remove the devices, hopefully to correct her problems. Dr found bulge in s-1, didn't seem concerned about this, just in taking out devices.